Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.5 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. The result alleged by the reporter was observed in the meter¿s patient result memory, but the time/date was set incorrectly. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). In the late morning, a sample from the patient was tested using the meter, resulting with a value of 4.5 inr. Within minutes of meter testing, a venous sample from the patient was tested in the laboratory using neoplastin reagent on a stago compact max analyzer, resulting with a value of 2.7 inr. The patient's warfarin dose was adjusted based on the event, but the reporter did not know what the dose was changed to. The meter heater plate was not cleaned and was soiled.